Event description:
A patient reported on (B)(6) 2016 stating that they stopped feeling stimulation that morning, noting that they had it turned up to 3.60 and they could not feeling anything. Their patient programmer (pp) was showing that the stimulation was on, and they had tried increasing, but then felt a sharp pain in their back. There were no related falls or trauma noted. They had the ability to change stimulation, but increasing or decreasing stimulation did not resolve the issue. They did not have any other programs to try and were redirected to their healthcare provider (hcp). The indication for use was complex regional pain syndrome type 1.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.